Event description:
We have uncovered a problem with an IV infusion pump that has led to a medication error, with potentially serious consequences. We have been using bbraun infusomat space pumps for 4-5 years now, but only started using the bolus from the bag function for about 5 months. Just recently, a nurse reported a problem when using the bolus feature with that pump. The pump is a smart pump, with medications pre-programmed - one of which is heparin. The error the nurse reported involved a patient on a heparin drip, supplied as heparin 25,000 units in 500 ml dsw (using the smart pump), who then needed to get a "bolus from the bag" dose. The nurse programmed the bolus with a co-sign from another rn, began the bolus with the pump and walked away from the patient. The patient had a peripheral IV catheter in their ac, and bent their arm, causing the pump to alarm and stop the infusion before the bolus was completed. The nurse acknowledged the alarm, and went to re-start the pump. The bolus information at that point was lost, the rn did not know how much of the bolus was given or not given. We know this has happened 2-3 times in the emergency department and at least once in the ICU. If a piggyback was hanging, and an alarm happened, the pump resumes the piggyback where it left off. This does not happen with boluses. We called bbraun to ask if they knew about this issue, and if they have a fix available. They did know about this. And there is a software fix available as part of a larger software upgrade that is primarily a wireless/connectivity type package. It is expensive, and not a product we feel we need to purchase - we would just be very happy with a software fix that would enable us to safely give medications the way the pump is supposed to be able to. We would just be very happy with a software fix that would enable us to safely give medications the way the pump is supposed to be able to do. We would have appreciated knowing about this issue earlier, that is why we are reporting it. Our software currently is "686 g". (B)(4).